Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient felt sick and found his blood glucose level was in the 400' mg/dl. He then noticed the infusion set leaking insulin from under the self-adhesive pad. No adverse event was reported. The infusion set was requested to be returned for product evaluation.